Manufacturer narrative:
Fdc code for desktop chargers ((B)(4) and (B)(4)) was updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product type recharger product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4). Analysis of the desktop charger (serial # (B)(4)) found the connector pin was broken, and the case top was badly scratched. Analysis of the desktop charger (serial # (B)(4)) found the connector pin was broken. (B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported the connector pin was loose and then broke off. The patient added that their implant is now dead. A replacement desktop charger (dtc) was sent to the patient. The following day the patient stated they were sent the replacement, however, the issue now was the recharger (insr) as the plug-in will not fit into the existing recharger, and the connector was bent. A replacement insr was sent to the patient. Two days later, the patient stated a piece got damaged when it was plugged in, and the connector was bent. A replacement insr was sent to the patient. The following week, the patient stated they received the replacement insr. The patient stated when they had it plugged into the wall, the green light was showing on the dtc, but the insr still wouldn't charge. The patient stated the screen was showing it's completely blank even after a reset. The dtc had a broken connector pin. A replacement recharger and desktop charger was sent to the patient. No symptoms or further complications were reported/anticipated.